Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that communication was not able to be established between the patient programmer, implantable neurostimulator recharger (insr) or clinician programmer and the implantable neurostimulator (ins). The manufacturer representative met with the patient twice to conduct a 60 minute countdown. They were not able to get a power on reset (por) to appear. An overdischarge was confirmed and noted a sudden change in therapy/ symptoms. A physician mode recharge (pmr) was unable to bring the ins out of overdischarge. X-rays were performed to determine if the device was flipped or not. Initially it was stated that the device was flipped upside down and backwards. However, a manufacturer representative and the physician compared the current x-rays with those from 2014 and determined that the ins was not flipped and had been placed in the patient as it appeared on the x-ray. Because they were unable to turn the ins on, a replacement surgery was to be scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.